Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that only pusher wire was returned for this complaint. The pusher wire was inspected, and it was found kinked. No more damages were found in the device. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and it was found detached (part not returned). Dimensional inspection of the pusher wire revealed that the components were within specification.

Event description:
Reportable based on device analysis completed on 29apr2021. It was reported that the coil did not form a basket shape. The target lesion was located in the renal artery. A 12mm x 30cm interlock was selected for use. During procedure, the microcatheter reached the target position. The first 14x30 coil reached the position and deployed. The 12x30 coil was then used; however, it was noted that the coil did not form a basket shape after it was pushed. The coil was pushed again, but it did not form a basket shape as well. The coil was withdrawn and the procedure was completed with another of same device. After that, the physician used a 10x30 and another 12x30 coil and completed the procedure. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.